Event description:
Particles are sloughing off the end of the machine (plastic black apparatus) where one would hook up a tpn bag. Follow-up phone call with the reporter: the reporter stated the particles began to come off of the pump approximately one month age and became worse over time. There was no contamination of their pharmaceutical compounds and there was no pt injuries with the event. The device was returned and visually inspected. The reported complaint was confirmed. The resin was coming off the manifold holder. The manifold holder #401544 was replaced and preventative maintenance was performed.

Manufacturer narrative:
A supplier corrective action notification (scan) has been issued for the resin coming off of the manifold holder. (B)(4).